Event description:
A report was received that the patient had an infection at the incision site. The patient was having difficulty charging the implant. The patient was treated by primary care physician. The patient's infection has cleared and the patient is reportedly doing well. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had an infection at the incision site. The patient was having difficulty charging the implant. The patient was treated by primary care physician. The patient's infection has cleared and the patient is reportedly doing well. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was procedure related.

Manufacturer narrative:
Additional information was received that the patient had an ipg replacement. The patient was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging the ipg was not verified. In the laboratory, the ipg was charged in two cycles from its hibernation despite the active stimulation setting. However, in the profile data, the charging difficulty was evident after implant. It was apparent that there was an alignment issue between the ipg and the charger seemingly due to tilted ipg orientation or deep pocket. The device passed all required tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patient had an infection at the incision site. The patient was having difficulty charging the implant. The patient was treated by primary care physician. The patient's infection has cleared and the patient is reportedly doing well. The patient will undergo a revision procedure.